Manufacturer narrative:
During follow-up, the patient said he thinks the uti may have been caused by experiencing several rough eyelets when inserting and withdrawing the units because he noticed some blood on the catheters.

Event description:
Intermittent catheter patient (user) said he got a urinary tract infection (uti) and experienced sharp edged eyelets that hurt/cut him and a little blood concurrent with catheter use. During follow-up, the patient said he was prescribed an antibiotic, took the full course but the infection returned several times over the next 6 months. He was prescribed an antibiotic each time, and each time the infection returned. He stopped using the catheter and was given a different catheter, but the infection returned. He was prescribed an antibiotic, took the full course and feels fine. He will be returning to his doctor to confirm there is no infection.